Event description:
It was reported that the user experienced sustained hyperglycemia with sensor and fingerstick readings in the 200¿280 mg/dl range despite no recent meals, no occlusion alerts, and no supply changes, with glucose trending down during the call as the pump delivered correction doses. Symptoms included elevated blood glucose without reported acute complications. Outcomes included continued monitoring and use of automated correction dosing. Investigation included phone-based troubleshooting and user education regarding allowing the pump to deliver corrections. Investigation of this case revealed no device alarms or occlusion indications and no confirmed device malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.